Manufacturer narrative:
The following warnings related to backflow are from the endogator tubing and accessories instructions for use, "ensure that tubing and irrigation flow is functioning properly. If there is any reason to believe that the endogator system was contaminated, immediately discard the entire endogator irrigation tubing, accessories and water bottle. Replace with new endogator irrigation tubing, accessories and unopened sterile water bottle." In a review of complaint over the last 2 years, this is the only reported occurrence of this event. Medivators will continue to monitor for similar events and to ensure the product performs as intended.

Event description:
The user facility reported that post-procedure, during the pre-cleaning process, procedural matter was observed to be flowing past the medivators endogator backflow valve through the irrigation tubing. The reported event did not occur during a patient procedure and a patient was not present at the time of the event. Additionally, no harm or adverse event to user facility personnel was reported as a result of the event.